Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that starting six months ago, seven separate pcus had dead batteries and would not turn on. They have left the unit plugged in over night, and even replaced the battery and the units would not turn on. There was no reported patient involvement.

Event description:
It was reported that starting six months ago, seven separate pcus had dead batteries and would not turn on. They have left the unit plugged in over night, and even replaced the battery and the units would not turn on. There was no reported patient involvement.

Manufacturer narrative:
Revised supplemental reportable aware date: investigation approval date: 02/03/2021. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.